Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date and additional information as an update to a previously submitted report. Updated fields: h2, h3, h4, h6 date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was partially confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lines in the image were due to component failure. The customer allegation of error connecting to the tower was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an error when connecting to the tower and presented black lines on the screen. There were no reports of patient harm.